Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, dysuria, hematuria, and urinary retention.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted concurrently with anterior colporrhaphy, tvt sling and cystoscopy, due to sui and symptomatic cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and other. It was reported that patient underwent cystolithalopaxy and cystoscopy on (B)(6) 2005 due to retained tvt within the bladder and bladder stones. On (B)(6) 2005 patient underwent foreign body removal, resection and cystoscopy due to foreign body in the bladder and retained tvt. On (B)(6) 2012 the patient underwent mesh removal due to infections and pain. On (B)(6) 2013 that patient underwent open removal of foreign body with bladder wall resection due to foreign body in bladder from prior tvt.